Event description:
A customer reported a cartridge alarm 30, and there was no instance where the customer's blood glucose level exceeded 500 mg/dl, indicating no adverse impact. Although customer technical support could not assist with loading a new cartridge due to the issue occurring on a previous date, the customer successfully resolved the problem by removing and reloading the existing cartridge. The customer was able to resume normal insulin therapy, and the issue was resolved.